Event description:
Boston scientific received information that an alert was detected for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system as it exhibited high out of range shock impedance measurements. It was noted that the patient had an old communicator with the current device. A boston scientific technical services (ts) consultant advised to interrogate the current device with a programmer. This crt-d and rv lead system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. Once additional information becomes available, this report will be updated.

Event description:
Additional information indicated that the cause of the out of range shock impedance measurements was due to a connection issue. The pocket was opened and the physician re-inserted the rv lead to the device header. Shock impedance testing was done with appropriate values. No additional adverse patient effects were reported.